Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-26. H.6. Investigation summary: a device history record review was performed for lot number 1911219, and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, the plunger rod was observed damaged. Damage to the plunger lip can occur during the handling of the product in the manufacturing process or during the plunger assembly process. We are confident that this was an isolated incident with an unlikely recurrence. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the discardit¿ ii syringe w/o needle leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger rod."

Event description:
It was reported that the discardit¿ ii syringe w/o needle leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger rod."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for lot number 1911219, and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for this issue, 20 retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination of the retained samples, no defects were observed. The complaint could not be confirmed and a root cause is undetermined. Possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the discardit¿ ii syringe w/o needle leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "leakage at the plunger rod."